Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge was static at 105 units of insulin. Tandem technical support educated the customer on insulin gauge calculations. There was no reported impact to the customer's blood glucose level.